Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely elevated coagulation factor ix deficient plasma (fix),results were obtained on 4 samples from the same patient on the bcs xp system. There was no indication of a system malfunction and there were no reports of hardware errors when the discordant results were obtained on the patient samples. Quality controls were within expected ranges. Customer also ran non-siemens assays on the siemens bcs xp system, resulting in user defined method of testing. Siemens is investigating the issue. MDR 9610806-2018-00094, MDR 9610806-2018-00095, and MDR 9610806-2018-00096 were filed for the discordant results obtained on (B)(6) 2017 and (B)(6) 2017 for the same issue. MDR 9610806-2018-00097 was filed for discordant results obtained on (B)(6) 2018 for the same issue.

Event description:
Discordant, falsely elevated coagulation factor ix (factor ix) results were obtained on a patient sample on a bcs xp system, using the coagulation factor ix deficient plasma reagent. The discordant result was not reported to the physician(s). The sample was repeated using a non-siemens method and on a bcs xp system, using the same coagulation factor ix deficient plasma reagent lot and a non-siemens reagent. The results obtained using the non-siemens reagent recovered lower than most results obtained using the siemens reagent. The sample was also sent to an alternate lab, where it was repeated using a non-siemens method, resulting lower. The lower results matched the clinical picture for the patient. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated factor ix results.

Manufacturer narrative:
Additional information (20-september-2018): the customer clarified that the results obtained on november 01, 2017 were used for troubleshooting purposes. Siemens determined that the instruments and reagents used within the different tests and quality controls (qcs) were acceptable. Siemens determined that the genetic disorder of the patient potentially contributed to the tests to react differently. Corrected information (21-september-2018): the affected factor ix (fix) lot is 504129b. The reagent and instrument are performing according to specifications. No further evaluation of this device is required. Mdrs 9610806-2018-00094_s1, 9610806-2018-00095_s1, 9610806-2018-00096_s1, and 9610806-2018-00097_s1 were filed for the same event.

Manufacturer narrative:
Additional information (24-october-2018): on 24-oct-2018, siemens was notified that customer reported the event to the FDA. The customer also indicated that the patient has history of bleeding after hypospadias repair and a tonsillectomy at age (B)(6). Mdrs 9610806-2018-00094_s2, 9610806-2018-00095_s2, 9610806-2018-00096_s2, and 9610806-2018-00097_s2 were filed for the same event.